Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient has had rv pacing lead impedance rising over the past several months since (B)(6) 2016. The capture threshold was also noted to be increased. No other electrical anomaly was noted. The lead was noted to be taut, but intact. Dft testing will be discussed with the physician.